Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while following up with the patient¿s pd registered nurse (pdrn) for a different iipv incident. The pdrn reported that the patient previously had a large drain 4 volume of 4285 ml. This drain volume is 195% of the patient's prescribed fill volume of 2200 ml. This iipv incident was not reported at the time of the event, however, the patient¿s cycler was replaced in a report for a later reoccurrence of an iipv which will capture the device evaluation (MFR# 2937457-2021-01175). The pdrn confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while following up with the patient¿s pd registered nurse (pdrn) for a different iipv incident. The pdrn reported that the patient previously had a large drain 4 volume of 4285 ml. This drain volume is 195% of the patient's prescribed fill volume of 2200 ml. This iipv incident was not reported at the time of the event, however, the patient¿s cycler was replaced in a report for a later reoccurrence of an iipv which will capture the device evaluation (MFR# 2937457-2021-01175). The pdrn confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.